Event description:
The rptr did back to back (rapid succession) blood glucose testing. Rptr used two different fingers for the five tests. Rptr's results were 257, 167, 179, 34 and 164. Rptr did not have any symptoms. On follow-up, the rptr had never cleaned the meter. Rptr's technique of applying blood is accurate, and rptr checks the test strip confirmation dot when testing. No harm was alleged.